Event description:
The customer reported recovering wbc results with aperture alert flagging (x) on the act diff instrument on control results. The customer also found debris in the back of the wbc bath. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse performed troubleshooting and noted there was bacterial growth in the back of the wbc aperture. The count line tubing was split at the top near the bath however there were no bubbles in the count line tubing. The fse replaced the wbc bath (with aperture) to resolve the aperture alerts reported by the customer. The manufacturer reference number for this event is (B)(4).